Event description:
It was reported that the bracket has come loose on the plate. The attachment loosens upon provocation without much force. No other information was provided. (B)(6) 2023 - three devices were returned or evaluation. The three devices exhibited plastic housing that was easily pulled back from the base pad of the statlock. This report addresses the third returned device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of brackets coming loose from the base with little force is confirmed and was determined to be related to manufacturing. Three unopened statlock PICC plus catheter stabilization devices were returned for evaluation. An initial visual observation showed no use residues throughout the devices. A tactile evaluation of the devices revealed the plastic housing was easily pulled back from the base pad of the statlock device. A microscopic observation revealed small amounts of adhesive on the three returned samples. The complaint of the brackets coming up from the base pad of the statlock device is confirmed and likely related to manufacturing. This failure may occur due to insufficient adhesive applied during device assembly. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.